Event description:
Reportedly, during a pacemaker replacement procedure: no click sound was heard when screwing the atrial lead, the screw was then unscrewed and next attempt was successful with expected click of the screwdriver. However, during post-implant check, a high impedance in the atrial channel with atrial pacing failure was observed. The pocket was reopened and new attempt to reconnect the atrial lead did not change the result. Finally, the pacemaker involved in this MDR report was explanted and returned for analysis, another pacemaker was attempted to implant. (Case linked to two others mdrs reported under #1000165971-2010-00397 and #9610579-2010-00434

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the connection issue met by the user during the first attempt at the atrial level resulted from an excess of glue residues from the manufacturing process at the atrial level, which prevented from proper insertion of the screwdriver blade in the setscrew head at the first attempt. Corrective actions were implemented in the manufacturing process to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity (through an additional inspection step); the added inspection step became effective with sterilization lot 2317. In addition, a technical note was provided to users with a reminder and additional instructions to ensure the wrench is fully inserted at the time of the implantation procedure. Concerning the reported high atrial lead impedance and atrial pacing failure: one possible hypothesis is that during the second attempt, the atrial setscrew was completely unscrewed then screwed but with difficulties and could have been skewed and/or stuck (presence of particle in the threads of the corresponding terminal block is a sign); the click sound could have been heard but the contact was poor because the setscrew was not completely engaged and resulting in poor electrical contact between the lead tip and the terminal block; the electrical characteristics of the returned device were within specifications.